Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing. The catheter failed the returned product inspection due to a broken tc1 wire in the handle. The catheter failed the performance test due to system notice #12211 "catheter not recognized". Dissection and electrical continuity showed the tc1 was broken under the strain relief in the handle at the soldering point. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user received a system notice message indicating that the catheter was not recognized prior to the start of the cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. No patient complications were reported.